Event description:
It was reported that 5 palatal (braided polyester filament) implants were implanted into the soft palate. One implant extruded greater than 24 hours after the procedure and was removed on (B)(6) 2012. The product was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.